Event description:
It was reported through a service report that the gas assist would not hold position, and a side rail is broken. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: side arm.